Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had no power and the battery cap could not be removed in order to change the battery. Reportedly, the patient experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with no signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: a review of the black box indicated one reboot occurred on (B)(6) 2016 associated with a ¿replace battery¿ alarm. Visual inspection revealed that the battery compartment was cracked and the battery cap threads were stripped. The battery cap was unable to secure properly and became stuck with trying to remove it. A test cap was able to secure properly for testing. The pump was exercised for 24 hours with no loss of power occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).